Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: :analysis was able to confirm the customer comment that the external pulse generator (epg) would not turn on. It was noted that the main board was corroded. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not turn on. The epg is expected to be returned for service. There was no patient involvement. It was further reported that the epg was returned for service and subsequently tested out-of-specification.